Event description:
The hospital reported that during a coronary artery bypass procedure, the tether string on the heartstring iii broke during the removal of the delivery device after the seal was deployed into the aortotomy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. Only the tension spring assembly was returned. The tether was broken at the end of the spring assembly. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).